Event description:
It was reported that noise episode was observed. Programming changes were made. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that episodes of non-sustained lead noise due to post-paced t-wave oversensing were observed. Programming changes were made to resolve the issue. The patient condition was fine following the event.